Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - provisional bottom. A visual inspection of the provided photograph confirms that the device is fractured into two pieces. Device was not returned for further evaluation. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that during an initial total knee arthroplasty, the tibial articular surface provisional instrument fractured during the trialing process. There was no patient impact and no adverse events have been reported as a result of the malfunction. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.